Event description:
It was reported that the device failed downstream occlusion; no patient injury was reported.

Manufacturer narrative:
Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated b5: additional information received and attached on 06-oct-2022 via email: the below mentioned pumps faulted in our routine maintenance so they were not with a patient during that time. No patient involvement. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the device was missing a tamper seal. There was no evidence of the reported problem (error) recorded in the event history log. The customer reported problem was duplicated. Worn out valves cause pump downstream not to occlude. Thus, it was recommended that the downstream occlusion sensor seal and valves be replaced as corrective action. The root cause of reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customers reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.